Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Dried insulin was found on the motor slide. No moisture damage noted on the electronic assembly. The device also had a cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was sleeping. The customer explained that he was perspiring heavily during the night due to his blood glucose being low. He stated that the alarm could not be cleared. Blood glucose value was 4.0 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.